Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave oversensing on the ventricular channel in real time and increased capture threshold were observed. Programming changes were made. An in-clinic capture test was performed 2 days later and resulted in normal value. The patient was in good condition and will continue to be followed normally.